Manufacturer narrative:
Device passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, rewind test and displacement accuracy test. Device passed delivery accuracy test. The bolus delivered properly. No bolus over delivery anomaly noted. Device was inspected and no loose or protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a protruding drive support cap and was over delivering insulin. The customer¿s blood glucose level was 22 mg/dl at the time of the incident, and 247 mg/dl at the time of the call. The customer had 2 low events and the customer used food, candy, and glucose tablets to treat. Troubleshooting was completed but did not resolve the issue. The customer also reported having a high event. The insulin pump will not be returned for analysis.